Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "machine would not accept the card at the start" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 116,629 joules of use and 19:10 minutes, it was noted that "the laser machine would not accept the card", "the fiber did not vaporize the tissue efficiently from the start", the fiber "often came up with excessive fiber use" and "the red light was emanating from the top (faintly)." The fiber was exchanged and the procedure was completed with the second fiber. The fiber tip was not cleaned during the procedure no harm to the patient was reported.